Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently delivered a bolus without user interaction. Review of the pump data logs by tandem technical support verified that the boluses were manually requested by the customer. The customer's blood glucose (bg) level subsequently decreased to 35 mg/dl. Additionally, the customer had intermittently delivered multiple boluses prior to the low. Customer consumed carbohydrates to address bg. Customer acknowledged the boluses were delivered due to error and pump was performing as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.